Manufacturer narrative:
(B)(4). Batch # m54y2f. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open unknown procedure, the anvil could not be set to the trocar at all. Another device was used to complete the case. There were no adverse consequences to the patient.